Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The transseptal puncture was performed and the physician was in a good position, but was having difficulty getting into the left atrial appendage. It was noted that the physician was actually quite deep into the left atrium and was close to the roof of the atrium. The physician was able to get the correct position in the appendage. The procedure continued with the insertion of the was and wds. The closure device was deployed in the laa and met release criteria so it was released from the core wire. Prior to completing the physician was scanning after the device had been release when it was discovered that the patient had a pericardial effusion. It was noted by the echocardiogram technician that the effusion could first be noticed when the (was) was in the left atrium. The patient was monitored for a while before the physician decided to tap and not wait any longer. So a tap was performed and they drained almost 600-800cc of blood, some of it was given back to the patient. The patient remained stable and was eventually sent to the intensive care unit. The patient was fine and no further issues occurred. The patient was discharged from the hospital on the 2nd day without issue.